Event description:
On (B)(6) 2013 a siemens customer service engineer (cse) became aware that the light field for the y1 jaw showed that it was incorrectly positioned at 0.5 cm instead of being correctly positioned at 5.0 cm during an investigation during a service call. A left-key reset was performed however it did not move the y1 jaw from the incorrect field and there was no interlock that would prevent a treatment from occurring. Reportedly, the y1 and y2 jaws were set to move to 10 cm however the y2 jaw moved to 10 cm but the y1 jaw only moved to 3.5 cm. At that point, interlock 63 controllers 0 sub-fault 9 'y1 position sensor mismatch' occurred. Another left-key reset was again performed but also did not generate an interlock that would prevent a treatment in an incorrect field. The system was turned off and the y1 jaw was moved. The controller 0 interlock tripped again and it was seen in the service menu, that y1 potentiometer was at -9.3 and the y1 encoder was at -9.0. After yet another left-key-reset was performed, the encoder had the position (-9.3) of the potentiometer, and again no interlock was generated that would prevent an incorrect field to be treated. There is no report that a mistreatment or patient injury has occurred. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported event is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.